Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation after multiple attempts contacts to obtain the device for investigation. This investigation will be repopened should the device be returned within a reasonable amount of time.based on our intergrity to investigate the customer report.

Event description:
Complainant alleged that while attempting to use on a patient (age & gender unknown), the device displayed a red "x" indicator and the device's screen also turned completely illegible. Complainant did not indicate that there was any adverse effect to the patient due to the reported issue.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.